Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies that would contribute to this event. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent hip revision approximately 4 years post implantation due to injuries. It was noted the head was removed and replaced. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#00771102020 m/l taper femoral stem lot #62540704. Item#00875101336 continuum trilogy longevity liner lot #62551661. Item#00875705801 continuum tm shell lot #62601645. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02621 stem. 0001822565 - 2019 - 02623 liner.

Event description:
It was reported that the patient was experiencing pain in left hip along with psoas tendinitis with failed conservative therapy. Pre-revision workup revealed elevated metal ions. Left tha revision was performed approximately 4 years after the initial surgery. Surgeon noted corrosion on neck/head junction, along with pseudotumor. As there was leg length discrepancy prior to revision, surgeon performed psoas lengthening verses performing revision of stem to correct the length. Head and liner were exchanged. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which indicated revision due to pain. Op notes indicated elevated ion levels, psoas tendinitis, exision of pseudotumor and psoas lengthening. No evidence of infection and negative for acute inflammation. Metallic appearing purulence in capsule and trunnionosis noted on trunnion. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.